Event description:
It was reported that the customer insulin pump stops delivery when processing bolus. The customer's blood glucose level was unknown mg/dl. The customer insulin pump does not provide any message and requires pump to be rewound and then able to deliver remainder. The patient is experiencing high blood glucose due to issue. The patient declined troubleshooting and wishes to have insulin pump replaced for high blood glucose issues.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.